Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/06/2016 that on (B)(6) 2016, the patient's receiver ceased to function. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver would not boot up. The receiver case was opened for furhter evaluation. An interior inspection observed an activated moisture detection sticker. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be moisture damage.